Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse tested universal surgical manipulator (usm4). No adverse behavior was witnessed throughout the testing. Error logs showed no issues. The system was tested and verified as ready for use. The complaint was not confirmed based on the field evaluation.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient side cart (psc) had issues with universal surgical manipulator (usm4). Technical support engineer (tse) reviewed the logs and found no errors. Customer would clutch usm4, and it would rotate sideways and go limp. When they would clutch the other usms they would stay stiff and hold position. Customer also stated that when they hit sterile stow, usm4 would do the same thing and just roll and go limp while other usms stayed in position. They had an issue controlling it during the case. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the customer noted usm4 would go ¿limp¿.